Event description:
On (B)(6) 2021, lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal results. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began on an unspecified date, approximately one month prior to contacted lfs. The patient reported that she obtained results of ¿146, 116 and 120 mg/dl¿ with the subject which she felt were inaccurately high compared to her feelings and/or normal readings. The patient manages her diabetes with insulin (unspecified dose, humalog kwikpen 3 times daily) and she advised that in response to the alleged elevated readings, she stopped taking her insulin. The patient reported that on (B)(6) 2021, she developed symptoms of ¿shaking, sweating, agitated, warm¿, that she was feeling ¿very weak¿ and ¿probably [had] a headache¿. The patient reported that she self-treated by drinking some orange juice. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device when testing. The cca also noted that the patient did not have control solution available at the time of the call to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion after obtaining the alleged inaccurately high blood glucose readings with the subject device.